Event description:
According to the reporter, during a laparoscopic segmentectomy, the device was difficult to unload and unable to fire in the 11th reload. The device was replaced to resolve the issue. There was no patient injury.